Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a malfunction. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
Complaint record tw 501971 is a duplicate to tw # 501943. Complaint record cancelled.

Manufacturer narrative:
Complaint record tw 501971 is a duplicate to tw # 501943. Complaint record cancelled. Updated sections: b4, g4, g7, h2, h10, h11. Corrected sections: following sections were corrected to blank: b1, b5, b6, b7, d1, d2a, d2b, d4 (version/model #, lot #, exp. Date, catalog # and UDI#), d5, d8, d10, d11, e1 (initial reporter, event site name, address, email), e4, g1, g3, g5, h6 (clinical code, problem code, type of investigation, investigation findings, component codes, impact odes and investigation conclusions), and h8.